Manufacturer narrative:
The cobas pro ise analytical unit serial number was (B)(6). The field service engineer determined syringe seals were worn. The seals were replaced and the dilution vessel was cleaned. Air purges and reagent priming were performed. Calibration and controls were run. The customer ran patient comparison studies. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable ise results for 15 patient samples tested on the cobas pro ise analytical unit. The customer provided an example of one patient sample with discrepant sodium electrode results. The sample initially resulted in a sodium value of 153 mmol/l and this value was reported outside of the laboratory. The sample was repeated due to a failed laboratory delta check. The sample was repeated on a second analyzer, resulting in a sodium value of 142 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. A review of alarm trace data showed multiple abnormal aspiration alarms on the date of the event, near the time the samples were processed. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.